Manufacturer narrative:
The customer reported a hole in the filter, and returned one used sample of material mz8270, lot 23129221. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water, and the leakage at filter air vent was verified. The filter was forwarded on to the filter supplier for further investigation. The supplier verified the filter leakage, but did not trace any issue to the filter itself. They found the probable root cause for the leak to be related to the end user drugs/solutions used. Surface tension is the main indicator for fluids that will not be compatible with the filters, low surface tension fluids (like those with alcohol) will wet out and leak. Device history record review for model mz9270 lot number 23129221 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged the following information was received by the initial reporter with the following: rcc received a complaint via email. Email(s) attached. Trifuse, leaking from the little hole in the back of the filter.